Event description:
Due diligence was completed. The customer did not provide a pump serial number or the pump log files. Therefore, the root cause is unknown. The complaint could not be confirmed or refuted.

Event description:
The following has been reported: customer reported: while completing a follow up visit to covenant infusion center, 3 nurses reported the backprime button does not seem to be responsive. This has occurred approximately 8-10 times in the last 2 months. They have to depress the button for a long time and it is not backpriming. Then they stop depressing the backprime key and then it works and backprimes into the syringe. This was reported after the fact at our follow up visit so I do not have pump serial numbers for any of these instances. No patient harm. A preliminary review of the logs identified the following issue: not accepting user input. An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.